Manufacturer narrative:
The reported 2.8mm q fix all suture anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (2) misalignment of inserter and implant during and after insertion (3) bone hole size. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery dr low followed the correct surgical technique for inserting a 2.8 mm q-fix as he turned the handle to deploy the anchor, it did not deploy and got stuck in the anchor shaft making it unable to be used. An additional bone hole was created. We opened a new one and using the same technique deployed the q-fix without any issues, no competitor company was used and no harm came to the patient.